Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not functioning. The patient was unable to inflate the ipp. During the procedure the existing ipp was removed and replaced with a new spectra penile prosthesis (spp). The patient did not experience any adverse events, was doing well and the new implant was working fine following the procedure.